Event description:
It was reported that the patient had multiple low voltage advisories and no external power events with more than 30 uses of the internal backup battery. The log files were submitted for review. The log files captured no external power and low power events were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the events as the emergency backup battery (ebb) supported the system as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events while using the mobile power unit (serial number unknown) was confirmed via log file analysis. The log file captured the relative state of charge (rsoc) and bus voltages in both power cables steadily decreasing on (B)(6) 2026, which activated power cable disconnect and low power hazard alarms. These alarms progressed to a no external power alarm. This data appeared consistent with a loss of alternating current (ac) power to the mobile power unit (mpu). The backup battery activated as intended and provided power to the pump while the system controller was not connected to external power. Ac power was restored to the mpu, and all alarm conditions cleared. Three other instances of data appearing consistent with a loss of ac power to the mpu were captured on (B)(6) 2026. In each instance, the backup battery activated as intended to support the pump during the losses of power, and the events resolved when ac power appeared to be restored shortly after. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit were unable to be reviewed as no device identifying information was provided.